Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical manager reported that the temporal 40 degree arcuate that was set for 80 percent depth perforated through the cornea. The surgeon sutured the wound. The nasal arcuate at 220 was fine. Per the manager, the surgeon noted that the system passed all checks prior to the procedure but after the procedure it did not. The laser was taken out of service and the surgery day was completed with another laser. Additional information requested.

Manufacturer narrative:
A third party representative examined the system prior to and after the event. The third party representative replaced the system to allow the surgeon to continue with the treatments for the day. The system was then serviced to manufacturing specifications with the issue resolved. A review of the manufacturing records did not reveal any related nonconformity during manufacturing for this system. Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).